Event description:
The customer reported a continuous tone during the basal rate delivery. The customer stated that when he inserts a new battery, he sees a number 3 frozen on the screen. The customer also hears a chirp when the battery is removed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen and constant tone during the count up at the number 3. The problem was isolated to the mother board.